Event description:
Literature was reviewed regarding o-arm navigated mis-tlif avoids violation and delays degeneration of the supradjacent facet joint. The following medtronic device was used: unknown screw. Among patients adverse events/device product performance issues included: there was a temporary submuscular hematoma in one patient. In the open-tlif group, there was one case of an incidental dural tear, which received suture repair intraoperatively, and one case with a superficial tissue infection. 29 screws demonstrating lateral breach. 3 screws with medial breach. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article citation including web address/literature reference (doi): citation: yang, yuhao, zhou, qingshuang, pu, xiaojiang, zhang, zhentao, sun, kai, wang, bin, zhu, zezhang, qiu, yong, sun, xu, o-arm navigated mis-tlif avoids violation and delays degeneration of the supradjacent facet joint, orthopaedic surgery, 08 jun 2025, vol.17, issue 6, pages 1710 - 1720 issn:17577853 https://doi.org/10.1111/os.70044 a2: mean age of 42 years. This value is the average age of the patients reported in the article as specific patients could not be identified. A3b: 35 males and 49 female patients. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3: date that the article was accepted for as the event dates were not provided in the published literature. D4: product identifiers are unknown. G3: 510(k)# is unknown. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.